Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (25 mcg/ml at 10.005 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and degenerative disc disease. It was reported that multiple motor stalls and recoveries were noted upon pump interrogation. A minimum of 11 stalls and recoveries were seen on the logs between (B)(6) 2019 and (B)(6) 2019. The hcp had weaned the patient off the medication and was requesting a pump off password. The pump was not going to be replaced. No patient symptoms were reported. No further complications were reported.